Event description:
Cook was notified that a type iiia endoleak was identified between a bifurcated aortic graft and an unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg. Pre-procedure computed tomography (CT) scan with contrast was completed for graft planning on (B)(6)2024, 186 days prior to the procedure. Measurements of the aorta, vessels to be included in the repair, the intended landing zone, patency of vessels, and stenosis were provided in the summary. The patient underwent a procedure on (B)(6) 2024 under general anesthesia. The patient was not prescribed antiplatelet therapy at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 186 ml contrast dose: 2.4 ml/kg fluoroscopy time: 0 minutes total gray used: 4455 mgy total dose area product: 453 total does area product units: cgycm2 fusion was used during the procedure. The estimated blood loss during the procedure was 0 ml. During the procedure no red blood cells/fresh frozen plasma/cryoprecipitate/platelets/cellsaver were given to the patient. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 07:55 time of first incision or arterial puncture: 08:25 time of last access closure: 12:30 time leaves room: 12:47 duration of procedure (from first incision to last access closure): 245 minutes side branch catheterization and placement of all bridging stents was successful. During the procedure, a planned hypogastric artery embolization was performed. The patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: celiac artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 8 mm in diameter and 27 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stent (beflared 8/10 x 27) measuring 8 mm in diameter and 27 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. William cook australia, zenith fenestrated graft (rpn: fen-thoraco-abdominal-graft) was placed. The device was planned for this patient. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. William cook australia, zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-45-41) was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. William cook australia, custom made device (cmd) distal body, (rpn: aaa-bifurcated graft) was placed. The device was planned for this patient. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. Procedural imaging in the form of an angiogram was completed on (B)(6)2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. An unknown type ii endoleak was present. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. A spinal drain was not placed. The patient stayed in the intensive care unit (ICU) for one night. A follow up CT with contrast was completed on (B)(6)2025, one day after the procedure. All stent grafts were patent. No arterial stenosis greater than 50% was identified. No evidence of stent graft integrity issues were identified. All side brand stents were intact. A persistent type iiia endoleak was identified between the custom-made device (cmd) distal body (rpn: aaa-bifurcated graft) and the most proximal right iliac limb device. A secondary intervention was not completed to address the endoleak. The patient was not discharged on supplemental oxygen. The patient did not have any significant medical problems or complications after the procedure or before discharge. At discharge, the patient was prescribed acetylsalicylic acid (asa), clopidogrel, and a statin. No discharge anticoagulant was prescribed. The patient was discharged home on (B)(6) 2025, four days post procedure. A one-month clinical assessment was completed on (B)(6) 2025, four days post procedure. Bilateral ankle brachial index was not assessed. A CT was completed. The focus of this report is the type iiia endoleak that included a cook incorporated unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg.

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d4 (model, catalog number, expiration date, lot, UDI), d10 correction: d10 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2025 and (B)(6) 2025. The type iiia endoleak was between the custom-made device distal body (rpn: aaa-bifurcated graft) and the right zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle 13-39-zt). No treatment or secondary intervention has been completed to address the type iii endoleak.

Manufacturer narrative:
Correction: h6 (annex a). Investigation - evaluation: cook was notified that a type iiia endoleak was identified between a bifurcated aortic graft and an unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient underwent a procedure on (B)(6) 2024 under general anesthesia. During the procedure, a planned hypogastric artery embolization was performed. During the procedure, the patient had the following devices placed: celiac artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. Superior mesenteric artery (sma): a competitor's stent measuring 8 mm in diameter and 27 mm length was placed. Right renal artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. Left renal artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. William cook australia, zenith fenestrated graft (rpn: fen-thoraco-abdominal-graft) was placed. William cook australia, zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-45-41 was placed on the right. William cook australia, custom made device (cmd) distal body, (rpn: aaa-bifurcated graft) was placed. Procedural imaging in the form of an angiogram was completed on 24feb2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. An unknown type ii endoleak was present. A follow up CT with contrast was completed on 25feb2025, one day after the procedure. All stent grafts were patent. No arterial stenosis greater than 50% was identified. No evidence of stent graft integrity issues were identified. All side brand stents were intact. A persistent type iiia endoleak was identified between the custom-made device (cmd) distal body (rpn: aaa-bifurcated graft) and the most proximal right iliac limb device. A secondary intervention was not completed to address the endoleak. The patient was discharged home on (B)(6) 2025, four days post procedure. A one-month clinical assessment was completed on 28feb2025, four days post procedure. Bilateral ankle brachial index was not assessed. A CT was completed. Additional information was provided on 25mar2025 and 09apr2025. The type iiia endoleak was between the custom-made device distal body (rpn: aaa-bifurcated graft) and the right zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle 13-39-zt). No treatment or secondary intervention has been completed to address the type iii endoleak. The focus of this report is the type iiia endoleak that included a cook incorporated unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events reported for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings and precautions: general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. Pre-procedure measurement techniques and imaging: clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1abdominal radiographs to examine device integrity (separation between components or stent fracture) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. Potential adverse events: aneurysm enlargement. Aneurysm rupture and death. Claudication (e.g., buttock, lower limb). Endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. Surgical conversion to open repair. Individualization of treatment: additional considerations for patient selection include, but are not limited to: patient's age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient's suitability for open surgical repair. Patient's anatomical suitability for endovascular repair. Patient's ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introduce ER sheath. Patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse event and section 5.2, potential adverse events). The physician should complete the patient i.d. Card ang give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12, imaging guidelines and postoperative follow-up: 12.1, general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease. In this circumstance, a non-contrast CT should be performed or used in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Imaging was provided for the investigation and reviewed by a vascular surgeon. The image reviewer indicted that the endoleak was small and could not confirm if it was a type iiia or a type ii endoleak from a small lumbar artery on the posterior wall of the abdominal aortic aneurysm sac. The image reviewer indicated that if the endoleak was a type iiia then it is small and most likely did not need intervention. It most likely was caused by under-expansion of the graft with a balloon at the time of deployment. Based on the information provided, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.